Event description:
Had mcghan style 168 textured breast implants put in (B)(6) of 2003. Approx 5 years later started having health issues. I have been to several dr's during these past 10/11 years. I had the implants removal on (B)(6) with pathology done. I tested positive for rare propionibacterium acnes. I have had improvement in my health since removing these implants. With the breast implants, anxiety, ibs, axial spondylosis, joint pain, chronic fatigue, hair loss, eye iritis, intestinal bloating, ovarian cyst, reoccurring sickness, a toxic overall feeling. After taking breast implants out, I have had several areas of improvement in health. With breast implants, skin allergies to cats, plants, trees, my own pubic hair, these skin allergies went away right after explant. Suspected food allergies due to intestinal bloating. FDA safety report ID# (B)(4).